Event description:
A thoratec ventricular assist device (vad) system pt was ambulating in hosp corridor with the dual drive console (ddc). After approximately 20 minutes, the battery alarm on the ddc sounded indicating that the battery was almost depleted. The ddc then shut down after about 30 seconds and the pt was hand pumped until a back-up system was connected.